Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 3 investigations completed during this period. Breakdown of 3 investigations with respective lot numbers are as follows: 2339371905, no product returned; 3079681907, no product returned; 5721511904, haptic damaged, iol torn. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: difficult to use, haptic damaged 1, haptic damaged 2, cosmetic issues 1, lens damaged 1. Serial numbers of suspect products: (B)(4). 2 investigations were completed and 3 are pending from the period. From the 2 investigations: 2 products were not returned. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 5</noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events. No further information provided.